Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a second knee revision surgery on (B)(6) 2020. The first revision surgery occurred on (B)(6) 2020 and the original surgery date is (B)(6) 2016. The reason for revision is reported instability. During the revision, the original tibial baseplate and patella were removed and replaced along with the femoral component, tibial insert and retaining bolt from the first revision. During this surgery, two offset stems, a stem bolt, two posterior femoral augments, two distal augments, their respective bolts, six tibial augment and two bolts were implanted.